Manufacturer narrative:
Model number: this device is not distributed/marketed/sold/commercial in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not received. Additional manufacturer narrative: serial number for the explanted device is unknown at this time. No additional patient information has been provided. Device is being received for evaluation.

Manufacturer narrative:
Evaluation summary: as received a serrated marking are noted at free margin of leaflet 3 at commissure 3. The marking are most likely due to mechanical damage at explant. Minimal host tissue overgrowth is detected at the stent inflow and the stent outflow. No inconsistencies detected in the x-ray, as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Additional manufacturer narrative: on (B)(6) 2011, after evaluation and review of device by research and development, the device was dismantled for the serial number in order to do the DHR review. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: (B)(4) research scientist viewed the valve and concluded with the following: " ...leaflet coaptation for this valve appears acceptable as the unpressurized valve sits in air in the condition received. Leaflet 1 is lightly lower with respect to the other two leaflets. The tissue "swelling/thickening" is observed near the coaptation edge of leaflet 1 at commissure 1 and leaflet 3 at commissure 3. Minor tissue surface damage, somewhat consistent with tissue abrasion, is noticed on the cusp area of leaflet 1. Minimum host tissue growth on the valve is noted. All three leaflets are stiffer compared with an unused similar type of valve. The increase in leaflet tissue stiffness is most likely attributable to its exposure to blood and subsequent storage in formalin." (B)(6) research scientist commented that because this valve was explanted for possible paravalvular leakage (pvl), no functional test is necessary. He also responded with: "... For the pvl, if it is acute, it can be attributed to the leakage through un-clotted stent assembly and/or sewing ring areas for the pericardial valve, which is common for a valve explanted at implant. For the chronic pvl, it usually has something to do with endocarditis or infection or other issues associated with the annulus or aortic root, which could result in a communication developed between the device and the annulus causing chronic pvl. Method: x-ray.

Event description:
Reportedly, the device was explanted due to possible paravalvular leakage. The customer report states that a perimount device was implanted for aortic valve replacement at a different hospital in (B)(6). The exact implant date is unknown. The device was explanted for aortic valvuloplasty due to possible paravalvular leakage on (B)(6) 2011. A pericardial patch was used for the aortic valvuloplasty. Maze procedure was also performed. On (B)(6) 2011, our sales representative confirmed that the pericardial patch was cut in the shape of leaflets and sewed to the aortic annulus. The aortic device was explanted and is being returned for evaluation.